Event description:
Continuous glucose monitor from abbott freestyle libre 3 showed very low blood sugar level 42 then got a message saying sensor stopped working. Shortly after they got an alert saying there was a recall on sensors. My sensor serial number, according to abbotts website says it is not affected but for mine to stop working just moments before a recall alert goes out is concerning. My sensor serial number is (B)(6).